Event description:
Customer states: after 13 days use on patient at home, the joint part of neck flange happened to be ruptured. The customer reported that a physician noted no extra pressure on the product as the bandage was used to fix it to the patient. No further issues were identified with usage of the product.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.